Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the sheath assembly was observed kinked. Also, the original guidewire that was used did not return. Microscopic inspection revealed the guidewire exit port, and the distal section of the tip were in good condition. A test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device got stuck with a non-boston scientific guidewire. The devises were removed and the procedure was completed with another of the same device. There were no patient complications. No damage was noted to the guidewire but the opticross guidewire exit port was found to be torn. The guidewire was able to be removed from the catheter outside the patient.

Event description:
It was reported that a catheter issue occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery (rca). An opticross hd imaging catheter was selected for use in the ultrasound examination. During the procedure, the device got stuck with a non-boston scientific guidewire. The devises were removed and the procedure was completed with another of the same device. There were no patient complications. No damage was noted to the guidewire but the opticross guidewire exit port was found to be torn. The guidewire was able to be removed from the catheter outside the patient.